Event description:
During the use of the trial components, the cup came loose and the surgeon was not able to regain stability, and switched to a cup with screws. Ref. MFR report# 3005180920-2013-00069.